Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the third inflation, at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.